Event description:
It was reported that patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the ipp was explanted and a crack was found in the pump connecting tube. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Inspection of the cylinders found no evidence of abnormalities or leaks and passed functional testing within product specifications. Examination of the reservoir did not find any abnormalities or leaks and passed functional testing as well. The pump was inspected with no signs of leaks; however, the component did not pass the activation testing performed. The pump kink resistant tubing (krt) was cut down to the pump block and there was no tubing returned for analysis. Based on the information available, the reported allegations were unable to be confirmed and the cause was not established.

Event description:
It was reported that patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the ipp was explanted and a crack was found in the pump connecting tube. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.